Event description:
Additional information received from the initial reporter confirmed the device was inspected for use and the unknown therapeutic procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to include additional information from diligence log ((B)(4)) in b3 and b5 which was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no image was displayed due to the faulty charged coupled device (ccd). The cause of the faulty charged coupled device (ccd) could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hd autoclavable camera head had a black screen during an unknown therapeutic procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
Establishment name: (B)(6). The device was returned to olympus for inspection, and the customer's reported issue ¿no image, failure of imaging system parts (ccd-u, image sensor failure)¿ was confirmed. The following findings were also noted during device evaluation: video connector contact corrosion, camera cable buckling, video connector dent, and scope mount rattling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.